Manufacturer narrative:
Remedial action and correction/removal reporting number, this information was not provided in the initial report.

Event description:
The customer received control readings of 224 and 220mg/dl on the contour next link. The readings were not automatically marked as a control tests, which will be displayed as a blood results when accessing the meter¿s memory. No adverse event was alleged. Control solution is expected to be returned for evaluation. New meter and strips and control were sent to customer.